Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# h901389211, product type: accessory. Product ID: 8709, lot# l80324, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that, during a new pump implant, the healthcare provider (hcp) decided to hook up an 8578 catheter connector to the pump, but then decided not to use it. The hcp tried to remove the 8578 from the pump, but the silicone delaminated seen as the white piece came off the metal. Some sort of clamp was used to depress the two flat portions of the sutureless connector and it was pinched in attempt to get it to release; however, the sutureless connector wasn¿t releasing. It was indicated that the hcp was finally able to get the connector to disconnect and then returned to the procedure. Two days later, it was reported that, following the procedure, it was decided to change the medication from 50mg/ml dilaudid at a dose of 26mg/day to 10mg/ml morphine at a dose of 1mg/day. It was indicated that the patient was not having symptoms and had been doing fine immediately post-operatively.